Event description:
During gyn procedure, the medline d and c pack gown, arm seam split the entire length of the surgical technician's lower arm. A sterile sleeve was placed over the compromised portion of the sleeve immediately upon discovery.